Event description:
Related manufacturer reference number:2017865-2023-42451. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture. During lead revision procedure it was found that both leads were connected into incorrect port. The leads were plugged into correct port during procedure on (B)(6) 2023. The patient was stable.